Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia with highest reported glucose of 390 mg/dl, initially attributed to tangled or pinched infusion tubing on a cartridge-driven infusion set, with glucose later continuing to rise until the tubing was changed and insulin delivery resumed. Symptoms included none reported. Outcomes included user-managed recovery without outside assistance or medical intervention. Investigation included telephone-based troubleshooting and education, including fingerstick confirmation, pump calibration, and guided tubing replacement. Investigation of this case revealed that an interruption of insulin delivery due to tubing obstruction was suspected, and glucose began to decline after the tubing was straightened and then normalized after tubing replacement, though a definitive root cause was not confirmed. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.